Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, on the second firing, the surgeon clamped the tissue and tried to fire the stapler but would not fire. However, the first firing was successful and the surgeon used the reload that was newly taken out. Another device was used to complete the case. There was no patient injury.